Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: d8, e2, e3 and e4. Additional information added to fields h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation and the information provided, the foreign material could not be identified. It is likely that the foreign material remained in the device because reprocessing could not be conducted properly due to leakage at scope connector. However, a definitive root cause could not be determined. The instruction manual states the detection method associated with the event in "evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection" and prevention measures in "evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenvideoscope forceps elevator had foreign material. There were no reports of patient involvement.